Event description:
This is a spontaneous report by a nurse from the USA of bacterial peritonitis with culture positive for serratia marcescens in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized the same day. The cause of the peritonitis was not reported. Treatment information was not provided. Dianeal therapy was ongoing at the time of the event. The patient was recovering from the event. According to the nurse, the event of bacterial peritonitis with culture positive for serratia marcescens was not related to dianeal pd4 ultrabag therapy.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number gd877290 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.